Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery cable harness was replaced to resolve the issue. No report of patient involvement. No UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a loss of mechanical ventilation due to battery failure. There was no patient involvement.